Event description:
It was reported the atrial lead had intermittent capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that there was blood in/on the helix lobe mechanism and tissue on the helix. Visually it was noted that the lead was returned with the helix partially extended with blood and tissue on it.